Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, while exchanging from a straight steel wire to a safari wire, a cardiac perforation had occurred. The patient developed acute hypotension, and an echocardiography confirmed a significant localized pericardial effusion observed in the left ventricular outflow tract (lvot) with the largest dimension measuring greater than 20mm. Immediate pericardiocentesis was performed and fluid was drained from the pericardial space. The physician(s) conclude the presence of cardiac tamponade. Due to ongoing bleeding and hemodynamic instability, the patient was transferred emergently to the operating room for surgical repair. There was no clinically significant delay reported. The patient had an extended hospitalization. The user believes that the pericardial effusion was due to the non-abbott wire. The patient was in a stable condition.

Event description:
It was reported that on 24 feb. 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, while exchanging from a straight steel wire to a safari wire, a cardiac perforation had occurred. The patient developed acute hypotension, and an echocardiography confirmed a significant localized pericardial effusion observed in the left ventricular outflow tract (lvot) with the largest dimension measuring greater than 20mm. Immediate pericardiocentesis was performed and fluid was drained from the pericardial space. The physician(s) conclude the presence of cardiac tamponade. Due to ongoing bleeding and hemodynamic instability, the patient was transferred emergently to the operating room for surgical repair. There was no clinically significant delay reported. The patient had an extended hospitalization. The user believes that the pericardial effusion was due to the non-abbott wire. The patient was in a stable condition.

Manufacturer narrative:
An event of perforation, low blood pressure/hypotension, pericardial effusion, hemorrhage/blood loss/bleeding, and cardiac tamponade was reported. The device was returned to abbott, and investigation found that the valve capsule was bent, consistent with damage during use and/or damage incurred with device packaging/shipment post procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported perforation is likely due to procedural circumstances (insertion of the non-abbott guidewire, during guidewire exchange). The cause of the ensuing low blood pressure/hypotension, pericardial effusion, cardiac tamponade, and hemorrhage /blood loss/bleeding is likely a cascading effect of the perforation. The reported unexpected medical intervention, surgical intervention, and hospitalization were due to case specific circumstances. A pericardiocentesis was performed to treat the pericardial effusion and cardiac tamponade. In addition, surgical repair was performed to treat the hemorrhage /blood loss/bleeding and the patient was hospitalized for recovery/monitoring. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.